Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2012 and suture was used. The suture broke during suturing of the uterine muscle wall. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-01067, medwatch 2210968-2012-01068, medwatch 2210968-2012-01069, and medwatch 2210968-2012-01070. The same patient is represented in each medwatch.